Event description:
The customer reported via phone call that he experienced an air bubble in the reservoir. The customer stated that he had filled the reservoir with 120 units of insulin but the insulin pump was only showing 63 units of insulin. The customer's blood glucose was unknown. After reviewing the prime history of the insulin pump, it was confirmed that he had only used 10 units since filling the reservoir. The customer was assisted with removing the air bubble during the prime while troubleshooting. The customer stated that the size of the air bubble was half an inch. The customer was able to successfully prime the bubble out. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.